Event description:
On (B)(6) 2011, solta medical became aware of an adverse event following a treatment with the fraxel repair system. The pt's face and neck were treated in (B)(6) 2011 and she developed keloid scarring to the neck in late (B)(6) 2011. Photographs were rec'd by solta medical on (B)(6) 2011 confirming the seriousness of the injury and reportability was determined.

Manufacturer narrative:
Pt has undergone cortisone injections since the event and continues to be monitored.